Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: pt's daughter called in after receiving an error on the inratio meter while helping her mother test. Caller recalled a correlation that was performed back in (B)(6) 2012. Time: 1:26pm, inratio: 3.8. Time: 11:30pm, lab: 12. Pt self tester obtained 3.8inr early in the day, and was later rushed to the hospital due to feeling very weak. The pt had internal bleeding and was given a blood transfusion. Therapeutic range: 2-3.